Manufacturer narrative:
Weight, ethnicity, race:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that 12.6mm, vtich12.6, +5.5/+5.0/090 (sphere/cylinder/axis), implantable collamer lens tore during loading. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause of event was reported to be the device. For cause details the reporter stated " unknown, lens tore during loading."